Event description:
It was reported that the patient suffered a cardiac arrest following ventricular and atrial lead dislodgements post-implant. Physician believes the dislodgement occurred when nurse repositioned the patient¿s arm after implant. The capture was restored after performing CPR and increasing the patient's threshold. On (B)(6) 2017, the atrial lead was repositioned and the ventricular lead was replaced. The patient was stable before, during, and after the procedure, and will continue to be monitored.